Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that an atrial leadless pacemaker failed to separate from the delivery catheter during initial implant. Once outside of the patient's body, it was discovered that the catheter had a bent tether, possibly from tether mode. A new device and catheter were used to complete the procedure. Patient had no consequences.